Event description:
When contacted for follow up information, the physician reported that the cause of the event was unknown and that they had not seen the patient since (B)(6) 2008. No further information was provided.

Event description:
It was initially reported that the patient had their implantable neurostimulator (ins) explanted due to a "location problem" and a "disagreement" with their physician. Additional information received reported the reason for the explant was that the "wires broke." The patient was uncertain what happen but it was noted that the device caused pain in their lower back. Also, it was reported that the patient was now going through an operation where the healthcare professional go in and "weld" some nerves together to "shortcut the pain to their brain." The patient was using 2 fentanyl patches (one patch 100 mg, the other 75 mg) every 3 days. It was noted that the patient no longer had the device therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0527197v, implanted: (B)(6) 2005, product type: lead. (B)(4).